Event description:
It was reported that a malfunction alarm occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction injection via manual injection. Additionally, it was reported that the pump battery could not be charged. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.